Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump did not received low battery alert prior to the replace battery alert. Customer stated that the battery cap was not loose, cracked and damaged. Customer was advised to insert new or fully charged battery, however new battery did not resolve the issue. Customer also stated that the insulin pump had blank display. Customer stated that the insert battery alarm did not display on the insulin pump. Customer stated that the contacts on the battery cap were neither missing nor damaged and battery compartment was neither damaged nor corroded. Customer was advised to insert new battery and display returned after insulin pump restart. Customer stated that the insulin pump was neither bumped nor exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.